Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their implant has never worked for their symptoms; they have never experienced therapeutic effect. They turned their ins off for an unrelated surgery last year and eventually turned it back on, but they don't feel stimulation, said it doesn't seem to be working/responding. They added that there's only a slight sensation in the area of the implant, 3-4 pulses from time to time; ins longevity considerations were reviewed per the patient's inquiry. During the call, the patient connected to their ins which showed stimulation was on at 1.1v on program 4. Also, they increased stimulation during the call, experienced a sharp pain at the ins site so they decreased; decreasing stimulation resolved it. As a result of what was reported, programming consideration was reviewed. The patient added that they are considering explant. They were redirected to their healthcare provider (hcp) to address issues/next steps. They don't have a managing hcp so a listing was sent to them. No further patient complications have been reported as a result of this event.